Event description:
The facility contacted baxter (B)(4) to report a control-a-flo set in which the control flow regulator could not be adjusted before use. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was submitted for evaluation. Visual and functional testing were performed. The reported malfunction was not confirmed during evaluation; therefore a root cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.